Event description:
Resident was found dead at 4:30 am kneeling beside bed with upper torso between upper and lower side rails facing out into room. Her diaphragm/thoracic area was wedged between upper side rail and side of bed and mattress. Head and neck were well above side rail.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.